Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained in the investigation, it is presumed that the issue occurred due to the customer's gas settings or procedures. The root cause or event confirmation cannot be determined as no further information was obtained. The customer said that connecting to the wall would be higher, but the pipe co2 would be lower. The instructions for use (IFU) was referenced with the page number on page 127 of the IFU regarding listing the minimum wall gas pressure and the top wall gas pressure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit pressure setting malfunctions. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac checked the device and the instruction for use (IFU) gives a min pressure that should be in the middle. Tac emailed the customer the IFU. A follow up was made and the customer confirmed the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.